Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a threshold suspend due to low sensor glucose. The customer¿s blood glucose during the incident was around 150 mg/dl while their sensor glucose was reading a 90 mg/dl. In the middle of the night, the device also alarmed a sensor glucose reading of 60 mg/dl when their blood glucose was 135 mg/dl. Troubleshooting was performed. The sensor will not be returned for analysis.